Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's main knob was removed and returned. The malfunction was duplicated and attributed to the main knob being physically damaged. It is not known how the damage occurred. The main knob was scrapped and the customer received a replacement. Analysis for reports of this type has not identified an increase in trend.